Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Errors 23071 was confirmed when hitting the hardstop on flex 1 on the system arm. The fse recalibrated all flex joints and ran flex, suj and usm axes through their full range of motion with no errors. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the customer contacted a technical support engineer (tse) after completion of the procedure and reported that they had recoverable faults with arm 1 during the procedure. The customer disabled arm 1, manually targeted and docked, and completed the procedure fine. The tse viewed logs and found error 23070 and 23071 pointing to the flex on set up joint (suj) 1. The customer stated that they had more cases but may have to move to different rooms. The field service engineer (fse) was to follow up. The procedure was completed with no reported injury.